Manufacturer narrative:
Submit date: 08/16/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports gauze with loose/shredding threads during a case; a thread landed on patient but did not enter the wound. It may have been unfolded and refolded to a 2 inch thin long strip.

Manufacturer narrative:
Submit date: 08/23/2016. Please see initial reporter for updated customer name/address corrections.